Manufacturer narrative:
(B)(4).

Event description:
It was reported that"missed alert/notification" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Event description:
It was reported that an alert/notification settings issue occurred. The allegation was confirmed as a no audio output. The probable cause was determined to be samsung a15 devices with knox mdm software running on android os 14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).